Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
Two healthcare professionals reported smelling gas in the operating room before a procedure which caused harm to their bodies. System was checked and it was found to be a gas leak with the internal laser head. Additional information has been requested.

Manufacturer narrative:
It was identified the value of product problem was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
During technical onsite visit, the field service engineer (fse) replaced the laser head and performed system verification. The sample has been returned. The laser head was forwarded to supplier for refurbishment. The supplier replaced laser tube, halogen filter, any optic parts, mix-pipe, flush-pipe and performed final test. The possible root cause is worn parts of the laser head. (B)(4).